Event description:
It was reported that there was a malfunction resulting in a greater than 20% over delivery of tidal volume during a case. The patient was switched to an ambu bag. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor module was replaced to resolve the issue.